Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported precharge voltage errors. This error will prevent the system from booting to a usable state. No pt or user injury was reported.